Event description:
It was reported that there were impedances greater than 4000ohms with every combination on electrodes 4, 5, 6, and 7. The other electrodes were all within range, 452-690ohms when tested. The pt also experienced intermittent stimulation after a car accident. Prior to the car accident, the pt had great coverage. The lead was implanted in the cervical area. It was noted that the pt would lose stimulation when he looks forward, but had great coverage when he turned his head. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.